Event description:
A presciption written for accuchek compact was dispensed as accuchek comfort curve. What type of staff or health care practitioner made the initial error? Pharmacist. Pt expected compact.